Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that prior to use, they noted the pad was discolored. The pad was not used. Initial eval of the returned sample found the pad was degraded without continuity.